Event description:
Upon the receipt, inspection, and testing of a returned loaner device at an olympus repair facility, it was discovered that the evis exera ii duodenovideoscope device had foreign material in the forceps elevator. The foreign material was noted to be ocher in color, and could not be identified. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, yellowish-brown foreign material of an unknown origin was discovered in the device forceps elevator. The following additional findings were also noted: due to deformation of connector water tightness is lost, adhesive on the bending section cover is detached, connecting tube has a wrinkle, body control unit cover has a scratch, grip has a scratch, cylinder is shaved, forceps channel port is shaved, switch box has a dent, switch 1 has a cut, universal cord has a scratch, connector has a scratch, cover unit has a scratch, light guide cover glass has corrosion, plastic distal end cover has a scratch, and light guide lens has a scratch. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility, to provide information that was inadvertently left out of the initial medwatch and to provide additional information based on the legal manufacturer's final investigation. Additional information obtained identifies that the user reprocesses the subject device, but sometimes adequate brushing could not be done due to patient load. It is likely that the device was sent to olympus for inspection without adequate cleaning / brushing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that reprocessing could not be completed due to a water leak that occurred in the device, and foreign matter remained on the forceps base, or that foreign matter remained because the user's reprocessing deviated from the instruction manual. However, a definitive root cause could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: - the detection method is described in the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. - prevention measures are described in the instruction manual evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories. Per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.